Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction, the twinfix anchor broke off the pieces were removed using tweezers. The procedure was successfully completed without a significant delay using a back up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers. The anchor was broken near the eyelet, and the insertor was bent. A visual inspection revealed that the anchor was broken at the distal tip, and bent to the side along with the insertor. The sutures were still attached to the anchor and the anchor had not been deployed. There was some particulate debris on the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. ¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. A clinical investigation concluded that the broken anchor was retrieved from the patient and the procedure was completed using a back-up device. No patient injuries or adverse consequences were reported, and the patient health status was reported as ¿good¿. Since no patient injuries were reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, improper preparation of the insertion site, or off-axis insertion. No containment or corrective actions are recommended at this time.